Event description:
It was reported to medtronic minimed that the customer had damage on insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. The product mmt-1712k has been returned for analysis.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case (battery tube), label damage (stained and faded), detached retainer and missing o-ring (reservoir tube). Missing retainer ring confirmed. Cosmetic damage was confirmed at battery compartment. Reservoir unable to lock into place confirmed due to pump not passing p-cap lock test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.